Event description:
It was reported the patient experienced ineffective stimulation in his shoulders and arms. The patient also stated he could feel stimulation in his occipital area which is not the pain area. Diagnostic testing revealed high impedance readings on multiple lead contacts. Reprogramming was unable to resolve the issue. X-rays were taken and revealed lead migration. The patient will undergo surgical intervention at a future date as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015 where the lead was repositioned. The patient reported effective stimulation therapy postoperative.